Event description:
The pt contacted lifescan and alleged the one touch basic. Enhanced meter was reading inaccurately low compared to feelings. The reading was 36 mg/dl. Following the use of the meter the pt ate food and/or drank beverage. The pt did not have symptoms of high or low blood glucose, was taken to the hosp, the reading was 269mg/dl, no treatment given. Time difference unk. The customer care rep performed troubleshooting and the check strip test was not within range. Based on the info obtained from the pt there is indication the product malfunctioned due to the failed check strip.